Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and corroded battery cap. Operating currents was not performed and failed battery alarm and battery out limit alarm were not verified due to blank display noted. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she inserted a new battery and the insulin pump now has a blank display. Customer stated that the display did return after cleaning the battery cap however they received a battery out limit alarm and a failed battery test. Customer was unable to perform the self test as the customer removed the batteries and reinserted again and has a blank display. No further information reported.